Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole close to the proximal section of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole. With all the available information, bsc concludes that it is most likely that procedural or anatomical factors encountered during the procedure, such as the manner in which the technique used by the physician, and/or the interaction between the scope and the balloon during the procedure, could have contributed to the reported failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received a maxforce biliary dilation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.